Event description:
It was reported that during an esophageal stenting procedure, resistance was encountered and a suture break occurred. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery system (sds) was advanced to the lesion, however, resistance was encountered while attempting to pull the deployment suture to deploy the stent. Upon pulling the suture further, the suture "snapped". The non-deployed stent was removed in tandem with an unspecified guide catheter. The procedure was unable to be completed, due to this event. The patient was scheduled for a second stent placement procedure 2 days later at which time an unspecified stent was successfully deployed. The patient's status is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.